Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake and did not clean the area before starting pd. The day prior to the receipt of this report, the pt was hospitalized for the event. On an unreported date, the pt began treatment with injections of vancomycin (1 gm, route and frequency not reported), injections of fortum (1 gm, route and frequency not reported), and heparin (2 ml, route and frequency not reported) for peritonitis. Then the pt switched to injections of fortum (1 gm at night, route and frequency not reported) and injections of heparin (2 ml everyday, route and frequency not reported). After five days, the pt was given a 1 gm dose of vancomycin (route and frequency not reported). At the time of this report, the pt had recovered from this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.